Event description:
The pt called to report that since the prior evening there had been no sound on the pump. When pt gives a bolus there is no sound. Pt had a low cartridge warning and became aware of it only when pt happened to look down at the display screen.